Event description:
Patient reported feeling a pop and then not being able to get any stimulation from the nalu system. Nalu representative confirmed with the electrode interference cable (eic) in the operating room that the affected area implanted lead was damaged (all impedances reading high). Revision surgery was performed on (B)(6) 2022 in which the physician chose to keep the damaged lead implanted and add an additional lead along side it to provide the patient adequate coverrage. Impedances of the new lead were confirmed with eic and also in the existing ipg. Patient recieved good coverage in post anesthesia care unit (pacu).